Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator was moved 4 years prior to the report in december. The patient mentioned that her leads were working fine, they only moved the implantable neurostimulator because it repositioned and worked through the fat.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a car accident at the end of (B)(6) 2017. Since the accident, she has been having problems. She does not know if her stimulator has shifted, but her family member has been unable to charge the patient¿s implant or get a good contact since about (B)(6) 2017. The patient was seeing the reposition antenna screen. Sometimes she will get 2 bars when charging, but that is the most. The patient noted that she has never been able to put the belt on herself and make contact, so her family member puts the belt on for her. She cannot twist and has problems positioning the belt to get good contact. She has never been able to do this due to her back issues that she has had since prior to implant. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had an ins pocket revision surgery conducted previously because she was not able to charge the ins and it was not working. It was reported that the healthcare professional (hcp) revised the ins pocket about six inches down from where it was, although it was previously planned only be revised two inches lower. The patient reported that it has been difficult to charge the ins in the position that it was revised to.